Event description:
Reportable based on analysis completed on 20-may-2015. It was reported that the stent failed to deploy.   A 3.00x16mm promus premier¿ stent was advanced to treat the lesion. However, the stent was unable to be deployed because the stent was crimped and no damage was noted on the stent. The procedure was completed with a 2.5x12mm veriflex stent.  No patient complications were reported and the patient's status was good . However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent struts at the proximal end of the stent were distorted and misaligned. The balloon was inflated to nominal pressure, the stent was deployed and the balloon was deflated and there were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage with the shalf polymer extrusion profile and hypotube profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).